Manufacturer narrative:
Interface shelf and carrier board assembly were replaced to fix the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that unit failed with "bag patient" error message. There was no reported patient involvement.